Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. Analysis of this device concludes investigation. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(6) 2009 population product advisory initially communicated on (B)(6) 2007, displayed a battery status of elective replacement indicator (eri) with a charge time measurement of 17.2 seconds and a monitoring voltage measurement of 2.38 volts. There was a concern that the battery depleted earlier than expected. This device was explanted and planned for return in the near future. There was no report of adverse patient effect.